Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation has been performed and the explanted device will be returned in fall 2019.

Event description:
Recipient's parents reported a trauma to the left implanted side on (B)(6) 2019. Light hematoma was still visible on (B)(6) 2019 in the retroauricolar region.re-implantation was performed on (B)(6), 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Caretakers reported a trauma to the left implanted side 2 days prior.